Event description:
Event description: on 23 jan 2026, arthrex was notified via email of a case study published on september 2017 by the foot and ankle int. Journal ¿bioabsorbable fixation screw for proximal interphalangeal arthrodesis of lesser toe deformities.¿ the study reviewed 24 patients identified that lesser toe deformities in 17 patients during the 3 year follow-up. It was identified that 1 patient experienced a revision. Ref: wendelstein ja, goger p, bock p, schuh r, doz p, trnka hj. Bioabsorbable fixation screw for proximal interphalangeal arthrodesis of lesser toe deformities. Foot ankle int. Sep 2017;38(9):1020-1025. Doi:10.1177/1071100717711925.